Event description:
It was reported that during repair the defective cutter was returned for evaluation. There was no patient involvement. Upon investigation, the cutter failed the cut test. Due diligence is complete and there is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - united kingdom. Review of the most recent repair record determined the cutter failed the test cut as the cutter was damaged. The cutter was returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends